Event description:
Reporter alleged, the pt was admitted to the emergency room (ER) after injecting himself with accu-chek comfort curve level one control solution which is used as quality control materials to measure acceptable numeric ranges of blood glucose test strips. It was stated the reporter did know whether the pt injected himself with the control solution intravenously or intramuscularly. Reporter stated, the pt is currently not being treated and is currently considered "medically stable". No other information was provided on the incident. A request was made for the return of the suspect product and replacement product was sent.